Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the patient with this electrode presented with an infection at the lower incision, of the implanted electrode. No surgical intervention was required; the patient was provided with intravenous antibiotics with an extended hosp admission. No system changes required and no further adverse effects were reported.